Event description:
Healthcare professional reports home patient felt pain, similar to excessive air, while using the homechoice cycler for automated peritoneal dialysis therapy. Husband of home patient reported the home patient woke up during the night feeling pain, and placed the homechoice into manual drain. Husband of home patient subsequently requested a device replacement. Healthcare professional states no x-rays were taken and presence of air in home patient's peritoneum could not be confirmed. According to healthcare professional, there was no pt injury.